Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a missing mounting clamp. To correct this condition, the information about where to purchase an additional mounting clamp was provided. If any additional information is received, a follow up MDR will be sent.

Event description:
During product evaluation by baxter personnel, a colleague infusion pump failed a mounting clamp check - received without mounting clamp. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event.? This involved an unremediated infusion pump with user interface module master software version 5.04.00.? No additional information is available.